Manufacturer narrative:
Device evaluation: visual and microscopic examination appears to show a quasi-ductile fracture, with helical fracture which travels around the root of the thread, consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed lumbar spinal canal stenosis and underwent oblique lumbar interbody fusion at l2/5. During surgery, the tip of the 12 cm blade pin was broken. After setting the retractor, when performing the distraction, the event occurred. The tip of the pin remained in the vertebral body. The product came in contact with the patient. No patient complications were reported as the result of the event.